Event description:
The reporter stated the surgeon implanted an aq2010v three piece silicone lens in the patient's left eye. The patient complains of decreased visual function in the operative eye. The patient complains of decreased vision from miss powered iol. The patient has anisometropis and desired visual rehabilitation. The surgeon extended the incision and cut the optic and fragments were retrieved from eye. Another iol, same mode with different size, a 23.0 diopter was implanted and the sutureless incision was watertight. The patient was discharged from the surgery center after vitals were stable and personally verified.

Manufacturer narrative:
Method - visual inspection of the returned product found loop haptic and half of the optic is torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: medical review/ device history review. Results: device history review: the work order had no similar complaints associated to it. The complainant reported that there was no device malfunction and the lens itself was not the problem. Pre-operative measurements were not made unavailable, not able to determine if there was a miscalculation on the surgeon's part. The complainant also stated the surgeon had chosen a different power to replace the explanted iol. The most likely cause of this adverse event is that the iol power was not the correct choice. Medical review:os: reportedly iol (21.0 d) was explanted/exchanged, one week postoperatively, for another lens of a different power (23.0 d) to address patient`s desire for a better visual acuity. No reported loss of bcva. Even though, the surgeon wrote in the operative report that lens was "mispowered" but decided to implant a different power lens, it is very likely that he made a wrong choice during iol power selection. It should be noted that either patient related factor (anatomy issue, preference for certain distance) and/or user error (pre-op miscalculation) could have caused/contributed to the reported event. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, device history review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).